Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, rotated heart and elongated leaflets for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) was unable to hold fluid column. Troubleshooting was preformed unsuccessfully and the sgc was replaced. During the procedure, a mitraclip xtw was successfully implanted. After deployment, a single leaflet detachment occurred. An additional mitraclip xtw was implanted to stabilize the slda mitraclip. The procedure was discontinued. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, rotated heart and elongated leaflets for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) was unable to hold fluid column. Troubleshooting was preformed unsuccessfully and the sgc was replaced. During the procedure, a mitraclip xtw was successfully implanted. After deployment, a single leaflet detachment occurred. An additional mitraclip xtw was implanted to stabilize the slda mitraclip. The procedure was discontinued. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.